Manufacturer narrative:
The impella device was discarded by the customer. The investigation is in process and a supplemental will be filed upon completion.

Event description:
The complainant reported a 38 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. A dnr order (do not resuscitate) was executed after the patient's condition had not improved. It was decided to run the pump until it stopped. After 144 days of use, the pump stopped and the patient expired.